Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received allegation regarding cancer and "death". In addition, eye irritation, skin irritation, dizziness, headache and hypersensitivity are also alleged. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous file, the report was submitted as unknown device info which is now updated. In this report, the device information such as; serial number, material number, product UDI number and 510k number are updated.